Manufacturer narrative:
The historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of high pacing lead impedance could not be confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant the rv lead pacing impedance was noted to be out of range. The lead was not implanted.